Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging on (B)(6) 2015, the patient experienced hyperglycemia while on insulin pump therapy with the meter blood glucose (bg) reading of "high" (over 33 mmol/l) accompanied by symptoms suggestive of hyperglycemia on extreme drowsiness and dehydration. The reported alleged that the patient's bg excursion was the result of an issue with the pump's suspend function. Troubleshooting revealed that there were no occlusion alarms or empty cartridge alarms at the time of the issue and no use error. The reporter stated the patient did not receive any treatment above or beyond the usual routine of diabetes management. This complaint is being reported because the patient reportedly experienced a blood glucose excursion while on insulin pump therapy related to an alleged pump malfunction that remained unresolved after troubleshooting.